Event description:
As received by mail under FDA medwatch report no. (Mw5089045), patient presented for thrombosis of arteriovenous graft. Micropuncture wire broke but was retrieved in its entirety.

Manufacturer narrative:
On 09/11/2019 manufacturer received medwatch report from "FDA" by mail under report number (mw5089045). Manufacturer creates complaint record under report number (B)(4). Documentation and DHR has been reviewed for main product and subcomponents and there no incidents or abnormality detected. All samples manufactured to specification according to eng dwg. Manufacturer will make addendum to original failure investigation report once complaint sample returned from end user or hospital. Manufacturer will evaluate defect sample and address corrective action and recommendations if needed. A follow up report will be send to FDA once final failure investigation report completed. Additional investigation: one sample was returned, but the complaint can't be confirmed. Galt took some photos for returned sample as shown below. Returned sample was missing a piece of wire that retrieved from patient body, the core wire was broken about 3cm towards distal tip direction. The ball weld might be damaged/broke during extraction of the guidewire over the needle or the wire might submit to overtorque. Possible root cause for this occurrence end user did not follow IFU lab-021-00 root cause: possible root cause determined to be end user error. Recommendations: adhere to IFU.

Manufacturer narrative:
On 09/11/2019 manufacturer received medwatch report from FDA by mail under report number (mw5089045). Manufacturer creates complaint record under report number 2018. Documentation and DHR has been reviewed for main product and subcomponents and there no incidents or abnormality detected. All samples manufactured to specification according to eng dwg. Manufacturer will make addendum to original failure investigation report once complaint sample returned from end user or hospital. Manufacturer will evaluate defect sample and address corrective action and recommendations if needed. A follow up report will be send to FDA once final failure investigation report completed.

Event description:
As received by mail under FDA medwatch report no. (Mw5089045), patient presented for thrombosis of arteriovenous graft. Micropuncture wire broke but was retrieved in its entirety.